Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. Investigation summary a device history review was conducted for lot number 2175719. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, 50 samples have been returned to our facility to aid in our investigation. Functional testing was performed on the devices. All 50 units were able to be manually activated, and a deformed safety was identified in one of the devices. Deformed safety mechanisms are most commonly caused by a misalignment in automated pick and place assembly station, which caused the safety clips orientation to be out of skew. After close analysis of the station our engineers have installed a flat cover plate to misalignment of the component prior to, and during placement. H3 other text : see h10

Event description:
It was reported that the protective cap on the bd venflon¿ pro safety peripheral safety IV catheter got stuck behind the tube when connecting the infusion. The following information was provided by the initial reporter, translated from dutch: "when you remove the needle from the drip, a protective cap slides over the needle. This protective cap gets stuck behind the tube to which you connect your infusion. You have to carefully remove the protective cap from the connector or you will pull out the infusion you just inserted. If you remove it too carefully, blood may flow down the tube. Because you have to be so careful then you can't print either."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protective cap on the bd venflon¿ pro safety peripheral safety IV catheter got stuck behind the tube when connecting the infusion. The following information was provided by the initial reporter, translated from dutch: "when you remove the needle from the drip, a protective cap slides over the needle. This protective cap gets stuck behind the tube to which you connect your infusion. You have to carefully remove the protective cap from the connector or you will pull out the infusion you just inserted. If you remove it too carefully, blood may flow down the tube. Because you have to be so careful then you can't print either."